Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage via o2 wall outlet. The ventilator was investigated by our field service engineer on site. No malfunction could be found on the device and the performed pre-use check passed. Further information was that the oxygen wall had a slight leak which was solved by hospital staff and the ventilator remained in functional condition. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator had a leakage via o2 wall outlet. There was no patient harm. Manufacturer's ref. #: (B)(4).